Manufacturer narrative:
Findings: pump received with intermittent button response and button error alarm due to corroded keypad traces. No black circle on the screen during test noted. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, broken battery tube threads and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 184 mg/dl. The customer stated that the pump is beeping and that he has a black circle on the screen with button error alert. The customer unable to erased the message. The customer doesn't recall if the device had gotten wet or had been hit. The customer was asked to removed the battery from the pump for 30 minutes and then reinsert battery. The customer stated the error has returned. The customer received a replacement pump.